Event description:
It was reported that after the device was inserted and needle was retracted into the chamber, blood started leaking from the connection. There was no patient harm/adverse event.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device is received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed and root cause could not be determined.